Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: light cover glasses chipped, light cover glasses adhesive worn, optical cover glass adhesive worn, distal end adhesive has uneven edge, colored ring is worn, and the plug body is leaking. The evaluation found the white crystallized contamination were believed to be a simethicone type product that were evident within the air/water channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus service engineer reported during preventive maintenance for a colonovideoscope, there was a contamination evident in the air and water channel. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿white crystallized contamination in the air/water channel¿, was confirmed. The foreign material was identified as simethicone type product but could not be specified. The root cause of the foreign material remaining in the device could not be identified, however, it was determined that the presence of this contamination highlights a customer handling and reprocessing issue. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at plug body, leakage detected at automated air leak test. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.